Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to intact. The keypad buttons were found to be responding appropriately when pressed. The keypad was removed and found contamination under all of the button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow button was sticking and condensation was visible behind the display screen. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. The patient claimed to not have used any protective accessories. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.